Manufacturer narrative:
Additional information : three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. With the help of a one link connector; a functional test including pressure test and clear passage were performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of three (3) clearlink duo-vent continu-flo solution sets disconnected from intravenous (IV) ports. It was further described as either from IV catheter, peripherally inserted central catheter (PICC) lines or central lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.